Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator is displaying a interface detected error. No information for patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause is determined due to a software issue. It is a known non-reproducible bug in wpf input subsystem, .net or windows related. The proposed bugfixes found online didn't solve the problem. Tfs ID (B)(4) was created but closed as it was not possible to reproduce it. Not critical as the issue can only appear during start up (bvit-11).